Event description:
Boston scientific crm received information that this pacemaker exhibited a magnet rate of 85 ppm over transtelephonic monitoring, which correlates to elective replacement time (ert). This device reached ert in 2.8 years, and was therefore suspected of possible premature depletion. No programming details were provided, however technical services speculated on high outputs having impacted the device longevity. No adverse patient effects were reported. Later, the device was explanted for normal battery depletion, and returned for analysis.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated. Upon receipt at our post market quality assurance laboratory, the device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Analysis concluded the device performed normally, operating as designed.